Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-04-23. H6: investigation summary: one used extension set, model 10014914 lot 20096703, was received by the customer for investigation. Upon visual inspection, a vertical crack on each side of the body of the female luer lock component could be seen. No defects were visually observed. The customer's complaint that tubing cracked and leaked lipids on the floor was verified. A device history record review for model 10014914 lot number 20096703 was performed. The search showed that a total of 12,003 units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10.

Event description:
It was reported that the dehp-free adset mic tbg disc 60 in experienced leakage, ruptured tubing, and air bubbles/air in line. The following information was provided by the initial reporter: material no: 10014914. Batch no: 20096703. Was there patient injury? No. Md assessment of the line, line pulled back to determine no air. Prime new trifuse set using sterile precautions. Did not work and line needed to be discontinue. Line removal found air through line tubing. How was it detected? Lipids on floor. Leaking from microbore pressure sensing disc.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the dehp-free adset mic tbg disc 60 in experienced leakage, ruptured tubing, and air bubbles/air in line. The following information was provided by the initial reporter: material no: 10014914, batch no: 20096703. Was there patient injury? No. Md assessment of the line, line pulled back to determine no air. Prime new trifuse set using sterile precautions. Did not work and line needed to be discontinue. Line removal found air through line tubing. How was it detected? -lipids on floor ¿ leaking from microbore pressure sensing disc.